Event description:
The olympus representative reported on behalf of the customer, the nozzle on the evis lucera gastrointestinal videoscope loaner was deformed. The scope was used with a standard set. No patient or procedure involved. The water supply status of the nozzle was inspected during the pre-use inspection and there was no abnormality of the scope in the usage check. The nozzle did not clog during a procedure. The mh-946 injection tube was used for manual cleaning. No scratches were found on the mounting part of the mh-946 injection tube. The facility used an olympus automatic endoscope reprocessor (aer) to reprocess the scope. The nozzle was a spare part and replacement was unknown. During the evaluation of the device, it was noted the nozzle was clogged due to insufficient to incorrect reprocessing. This report is to capture the reportable malfunction of the nozzle was clogged due to insufficient to incorrect reprocessing noted at estimation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was not confirmed. The nozzle was not deformed. The nozzle was clogged with white foreign materials. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to device handling and insufficient or incorrect reprocessing. The event can be detected by following the instructions for use (IFU) which state: operation manual: preparation and inspection: inspection of the endoscope: ¿inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities.¿ ¿inspection of the endoscopic system¿ ¿ inspection of the air-feeding function¿ ¿inspection of the objective lens cleaning function¿ the event can be prevented by following the instructions for use (IFU) which state:·reprocessing manual_ precleaning the endoscope and accessories ¿flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle, always use the aw channel cleaning adapter to clean the air/water channel after each use.¿ manually cleaning the endoscope and accessories: ¿clean the external surface_ clean the external surfaces of the insertion section: immerse the endoscope in the detergent solution.¿ ¿with the endoscope immersed, use a soft brush or lint-free cloth to thoroughly brush or wipe all external surfaces of the endoscope. Pay particular attention to the air/water nozzle opening and the objective lens, and ensure that all surfaces of the distal end are thoroughly cleaned¿ ¿flushing detergent solution into the air/water channel¿ ¿remove detergent solution from all channels¿ ¿presoak for excessive bleeding and/or delayed reprocessing after each procedure caution: follow the steps below only in case of excessive bleeding and/or delayed reprocessing; unnecessary immersions should be avoided. Consecutive reprocessing sessions using extended immersion may damage the endoscope.") Olympus will continue to monitor field performance for this device.